Event description:
During one of the crossing phases, the tip of the v-18 wire got stuck in the popliteal arterial wall. It broke off, and remained in the wall. There was no lumina impingement. Provider chose to continue and complete the procedure with known tip of wire in arterial wall.